Event description:
It was reported that customer was hospitalized last (B)(6) 2015 for their high blood glucose. Troubleshooting was done. Customer stated that he has been experiencing no delivery alarms on the insulin pump since last month. Customer's blood glucose was at low 400's mg/dl. Customer stated that when he clears the alarm it would continue, customer changed the infusion set and it would repeat the process. Customer was continuously vomiting. Customer was not in an accident. Customer was given fluids and monitored his blood in the hospital. Customer was wearing the insulin pump at the time of the hospitalization. Customer stated that the alarm was resolved by an infusion set change. Advised the customer the infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.